Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (This report covers 2 of 3 MDR submissions.).

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported a high reading issue with the adc device. The customer reported unspecified higher sensor scan readings and whether a trend arrow was noted is unknown. The customer also reported that it caused insulin to be given wrongly. It was indicated in the report that the customer however did not experience any clinical signs, symptoms, or conditions. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.